Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part is missing. The sensor was unable to confirm in received sensor said condition due to customer returned opened/used.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 10 mmol/l. The customer stated that the sensor does not connect with the transmitter. The customer stated that the transmitter does not blink when attached. The customer stated that the low and high issue happened over a week ago. There was no kink or blood or pain on insertion. The customer will be sent replacement sensor.